Event description:
It was reported that during a coronary stenting treatment procedure stent dislodgement occurred. The 90% stenosed target lesion was located in the non-tortuous and non-calcified left anterior descending artery (lad). A 3.5x24mm liberte stent was implanted in the lad and then a 2.75x12mm liberte bare stent was advanced to the mid lad. The physician attempted to inflate the stent delivery balloon at 4atms for 4 seconds but the balloon was unable to inflate. The physician began to withdraw the device; however, during withdrawal the shaft broke and the stent dislodged inside of the guide catheter. The physician was able to remove everything as a system and the procedure was successfully completed by implanting a 3.0x12mm liberte stent. No patient complications were reported with the patient¿s current condition is listed as ¿stable¿.

Event description:
It was reported that during a coronary stenting treatment procedure stent dislodgement occurred. The 90% stenosed target lesion was located in the non-tortuous and non-calcified left anterior descending artery (lad). A 3.5x24mm liberte stent was implanted in the lad and then a 2.75x12mm liberte bare stent was advanced to the mid lad. The physician attempted to inflate the stent delivery balloon at 4atms for 4 seconds but the balloon was unable to inflate. The physician began to withdraw the device; however, during withdrawal the shaft broke and the stent dislodged inside of the guide catheter. The physician was able to remove everything as a system and the procedure was successfully completed by implanting a 3.0x12mm liberte stent. No patient complications were reported with the patient's current condition is listed as "stable".

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a monorail (mr) liberte stent delivery system (sds) with stent. No original packaging or other devices were returned for analysis. Blood and contrast media were present on the outer surfaces and within the lumen of the returned device. The hypotube portion of the shaft was separated approximately 67 cm from the strain relief. The fractured ends of the hypotube were compressed, which is consistent with a fracture at a kink. Microscopic examination of the hypotube material at the fracture site presented no indication of any material or manufacturing deficiencies that could have contributed to the shaft fracture or the other reported difficulties. Magnified inspection of the stent implant confirmed bent and stretched distal struts. A magnified inspection of the balloon and stent implant components revealed no evidence of positive (inflation) pressure, which may indicate that the hypotube was compromised prior to applying inflation pressure during the procedure, however, this could not be confirmed with the information available. It was also noted during product analysis that the distal tip was damaged. The distal tip damage was not included in the reported information and it is considered unlikely that this damage is related to the reported difficulty; however, distal tip damage can occur due to interaction with highly stenosed vessels. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).